Event description:
It was reported that the patient presented in clinic experiencing palpitations. Upon interrogation, the pulse generator exhibited far field r-wave oversensing resulting in inappropriate auto mode switch episodes. On (B)(6) 2017 the device was reprogrammed. The patient was asymptomatic during the visit and was in stable condition post programming changes.